Event description:
It was reported in an article detailing a 5-year follow up study on pt's implanted with the vns device that a pt died due to status epilepticus. Good faith attempts to obtain add'l info surrounding the pt, and the event have been unsuccessful to date.

Manufacturer narrative:
Ben-menachem e, hellstrom k, waldton c, augustinsson le. Evaluation of refractory epilepsy treated with vagus nerve stimulation for up to 5 years. Neurology 1999;52(april):1265-7.